Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during dwell 3 of 5 during the previous therapy. The patient was connected at the time of the alarm. The patient reported they had the alarm the previous night and turned the machine off. The baxter technical service representative (tsr) explained the possible causes. The patient reported they had two unused lines with the clamps open. The tsr explained about closing the clamps and reviewed the proper procedures per the user manual with the patient. The tsr advised the patient to make their nurse aware of the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(4) 2011 regarding the reported se 2240. The patient confirmed that when the se 2240 alarm occurred there were open clamps on the unused lines. The patient stated they have been making sure the lines are closed since then. The patient spoke with their nurse about the se 2240. The patient has been continuing therapy on the cycler with no problems since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error, an open clamp on an unused supply line. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.